Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that 4 months after the dental implant was placed in ada site 3, the implant had not achieved primary stability or osseointegration. This was an immediate placement in an extraction site. Clinician reports mobility, swelling and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reports that 4 months after the dental implant was placed in ada site 3, the implant had not achieved primary stability or osseointegration. This was an immediate placement in an extraction site. Clinician reports mobility, swelling and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).